Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door on tower 2 was repeatedly failing, and the tower light was found to be nonfunctional. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all latches were of the older style. A field service engineer (fse) replaced with new style latches. Post repair, the fse verified proper operation using the hardware test application, confirming successful functionality. The system functioned as intended after field service engineer repaired the device.